Event description:
During an atrial fibrillation ablation procedure, an air leak was noted. The sheath was inserted into the heart, and before connecting the catheter, it was attempted to flush from the side port, and the air leak was noted. Several attempts were made to aspirate the air, but the air could not be aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.